Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an adhesive malfunction on 17-feb-2026, with the tape not adhering properly during use. The infusion set had been in use for one and half a day. No further information is available.